Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -13.50/+3.0/052 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2020. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.